Event description:
It was reported an issue with optilene suture. The client reported that during the use of the suture for a vascular anastomosis and vascular oversewing, the thread repeatedly tore (5-8 times) while being used by physician. The procedure was completed using a different product batch.

Manufacturer narrative:
G4: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s., k133890. If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have received 16 closed samples. To evaluate the conformity of these units, we performed the following tests: knot pull tensile strength results conducted on the closed samples analyzed are 0.40 kgf in average and 0.39 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.15 kgf in average and 0.06 kgf in minimum. These values are in the usual range for this thread and size. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received comply the product specifications. Final conclusion: although the results of the closed samples received fulfils b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.